Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had difficulty changing his set. The patient's blood glucose at the time of incident was 425 mg/dl, which he treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced.